Manufacturer narrative:
Should additional information become available, it will be submitted in a follow up report upon completion of the investigation.

Event description:
Moderate left thigh pain following total hip replacement on (B)(6) 2013- product accolade ii. Pain reported during clinic visit.

Manufacturer narrative:
An event regarding patient pain involving a metal head was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Moderate left thigh pain following total hip replacement on (B)(6) 2013- product accolade ii. Pain reported during clinic visit.